Event description:
A customer reported not being able to perform his blood glucose test, because of an error message he received on his precision xtra/optium blood glucose meter. He reported experiencing "symptoms of high blood glucose", cotton mouth, feeling very thirsty and combative, incoherent, and could not speak or walk without help. He reportedly took one hundred units of novolog and when the paramedics arrived, he was taken to the hospital where his blood glucose reading was 600 mg/dl. The customer reported being treated with an unk intravenous solution and was discharged when his blood glucose reached 427 mg/dl. The customer did not know what the diagnosis was. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the customer service troubleshooting survey the customer reported attempting to use expired test strips with his meter. Customer service educated the customer not to use the expired product. Note: the precision xtra/optium meter is designed to give an error message to prevent the user from performing a blood glucose test with expired test strips, which could lead to imprecise blood glucose reading results. No further investigation is necessary.